Manufacturer narrative:
Common name: esw prosthesis, esophageal. Procode: esq.

Event description:
Title of literature review: ''esophageal stent fixation with endoscopic suturing device improves clinical outcomes and reduces complications in patients with locally advanced esophageal cancer prior to neoadjuvant therapy: a large multicenter experience'' yang et al 2016. According to the journal article: late aes occurred in 2 patients and included one case of food impaction in the stent requiring repeat endoscopic intervention.